Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: information from the reported date was overwritten. There was no activity outside of normal use in the pump history. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on appropriately, was primed, and exercised for 24 hours with no alarms occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no defect was found. Unrelated to the complaint, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. The pt is working with a nurse certified diabetes educator to adjust her basal insulin doses. No conclusions can be made at this time.

Event description:
It was reported that the pt's blood sugar was elevated at the hospital while using her pump.